Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the right femoral artery in a 78-year-old male patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had an increased lactate dehydrogenase (ldh) and creatinine causing a concern for hemolysis. An echocardiogram showed the pump in good position. While on support, the device functioned at p-7 at 3.0l/min. The post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).